Event description:
A zoll patient service representative (psr) contacted zoll customer support while with a (B)(6) male patient to report that one of the cables was missing from the electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the trunk cable was detached from the distribution node (dn), the j702 connector was broken from the dn pca, and the pulse wire in the dn to front therapy electrode cable was damaged. The root cause for the detached cable, broken connector, and damaged pulse wire cannot be positively determined but is likely excessive force. No adverse event resulted from the missing cable. The patient received a replacement electrode belt.